Event description:
On (B)(6), 2010, the patient was implanted with an aos 11mm es trochanteric nail. Aos had a report of failure on (B)(6), 2011. The nail was removed on (B)(6), 2011. The broken nail was replaced with an aos 11mm long trochanteric nail. The nail was not returned for evaluation. Review of aos documentation shows no discrepancies, and that the implants met the required specifications.